Event description:
A malfunction alarm labeled malf 12 was reported by the customer, and there were at least three occurrences of the same issue with the pump. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.